Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the cartridge was damaged at the o-ring , interrupting insulin delivery. Customer loaded a new cartridge to address the issue. The customer's blood glucose (bg) was ¿high¿; however, a specific value was not provided. Reportedly, the customer administered a correction bolus via pump to address bg level and continued to use the pump for insulin therapy.